Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by the customer that a guidewire failure/breakage that occurred this week. Ref: (B)(4), lot: rehy1089. All components were safely removed from the patient intact but broken. It appears to be more of an unwinding of the atraumatic tip after possibly be severed or sheared from contact with the needle tip. No adverse medical events or serious injury as a result of this. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break in the guidewire is confirmed but the exact cause could not be determined. One photograph of a guidewire was returned for evaluation. An initial visual observation of the photograph showed two pieces of a guidewire on a blue drape next to its lot sticker. The guidewire was observed to be broken into one larger fragment and one smaller fragment. The smaller fragment appeared to have a long section of what appeared to be coil wire coming off one end the fragment. Characteristics of the guidewire break could not be seen in the returned photograph; therefore, the complaint of a break in the guidewire is confirmed but the root cause could not be determined. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer that a guidewire failure/breakage that occurred this week. Ref: s4153108, lot: rehy1089. All components were safely removed from the patient intact but broken. It appears to be more of an unwinding of the atraumatic tip after possibly be severed or sheared from contact with the needle tip. No adverse medical events or serious injury as a result of this. No other information was provided.